Event description:
The customer reported that during a routine check of the unit prior to iniating therapy on a pt, the unit displayed repreated gas loss alarm messages. The unit also failed the safety disk leak test. The pt was switched to another unit and therapy was initiated.